Event description:
It was reported by the customer via emergency support program line, that the intra-aortic balloon (iab) sensation plus 8fr 50cc had fiber optic sensor failure, customer stated that while transporting the patient they did not have an ap waveform on the cardiosave and are getting an ¿unable to update timing¿ message on the pump. The inner lumen of the iab catheter being utilized was mistakenly disconnected from the pressure bag. The inner lumen is no longer patent and available for a transduced ap. There were no patient harm or injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation findings component code investigation conclusions h11. Corrected field h6 medical device problem code. The complaint was received through a direct call from the customer to the emergency support program no harm or injury to the patient was reported nurse called from a ground transport vehicle she states they have picked up a patient from (B)(6) and are transporting to (B)(6) clinic she states they do not have an ap waveform on the cardiosave and are getting an unable to update timing message on the pump she is aware that it is due to not having the ap waveform but would like to know how to turn off the messagealarm as esp team member begin to troubleshoot with her she states that the inner lumen of the iab catheter being utilized was mistakenly disconnected from the pressure bag the inner lumen is no longer patent and available for a transduced ap no other ap sources are available from the patient esp team member ask her to identify the catheter and she and her colleague seem to struggle with locating this information esp team member reviewed the option of using the semiauto mode setting to stop the pump from updating timing esp team member reviewed with her that timing would not be possible without an ap waveform on the pump monitor some time passes and they can identify the iab catheter as a sensation plus 50cc she does not know why they fo ap is not connected and being utilized esp team member reviewed the fo ap capabilities of the catheter and guided (B)(6) to insert the fo plug into the cardiosave at the correct location she does this and a fo sensor failure alarm occurs she states oh yeah I think thats why it isnt connected esp team member reviewed the option of putting the pump in semiauto mode and disconnecting the fo plug so alarms would not be a nuisance during the transport she states that information is very helpful and that the reason she called is to quiet down the trip she does not participate in gathering any patient demographics or her personal information she does not wish to participate in sending the iab catheter back to us after removal she states they are monitoring pressures using nibp cuff and a swan ganz catheter she takes my number to call if further assistance is necessary during the travel but does not wish to stay on the call any longer all of these issues reported were due to the fact that the iab catheter was unable to be used for ap monitoring catheter only issue.